Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that her sensor readings are inaccurate. Customer keeps receiving false low sensor readings, sometimes sending her insulin pump into threshold suspend mode. Customer stated the sensor reading can be over one hundred points off. Some of the sensors were bent. Customer declined being transferred to help line. Nothing further reported.